Event description:
The customer reported to olympus, during their routine inspection of the video system center the following reportable events were identified; communication error code b30, and no image. There was no procedural or patient involvement.

Manufacturer narrative:
This device was returned to olympus for evaluation. The device evaluation confirmed the customer's allegation. In addition to the reportable findings documented in b5, the non-reportable findings are as follows; one flat cable was found deformed and dust was noted inside of the unit. This investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.